Event description:
During a transfer, a resident fell out of a sling. The sling used during the transfer was not a sling manufactured by medcare products.

Manufacturer narrative:
During a transfer, a resident fell out of a sling. The exact extent of the injuries was not provided to manufacturer, but not believed to be serious. The sling that was involved in the incident was not manufactured by medcare products. Medcare warns end users to only use slings manufactured by medcare. Slings not manufactured by medcare should not be used with medcare lifts as they have not been tested with medcare lifts for capacity, sizing and other safety reasons. Medcare representative visited facility and provided follow up training and warnings of not using medcare manufactured slings on medcare equipment. Report was delayed awaiting follow up information